Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 510 mg/dl, 583 mg/dl and 423 mg/dl and the low blood glucose value was 288 mg/dl, 68 mg/dl and other blood glucose was 212 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer declined to troubleshoot for high blood glucose and low blood glucose. The device will be returned for analysis.